Event description:
It was reported that the lead had a slow, gradual increase in impedance and thresholds. The patient was occluded on the left side, so the lead was capped and a new lead was placed on the right side. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.